Event description:
It was reported that, during an upgrade procedure. This right ventricular lead exhibited high out of range shock impedance measurements. During the procedure the lead was removed and reinserted. The procedure ended successfully and it was planned to perform a defibrillation threshold (dft) test. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during an upgrade procedure. This right ventricular lead exhibited high out of range shock impedance measurements. During the procedure the lead was removed and reinserted. The procedure ended successfully and it was planned to perform a defibrillation threshold (dft) test. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming a defibrillation threshold (dft) test was performed, which was successful.